Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the pump powered up to a dim, unreadable display. Unrelated to the complaint, battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test confirmed that the pump leaked at the battery compartment cracks. There was no evidence of additional moisture internal to the pump. Additionally, the keypad was torn and a section was missing from the bottom of the keypad cover to the up arrow key. The okay key contact was missing. The up arrow and down arrow key contacts were inverted. Contamination was found under the contrast, up arrpw, and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a gradual display (dim/fading/color spectrum) issue. It was reported that the display is very dim and difficult to read. It was reported that the display screen has been like this for the past month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.